Manufacturer narrative:
Investigation is still in process. A supplemental report will be submitted to the FDA once that the repair record investigation is completed. (B)(4) when the lasso was unplugged and a duo deca polar catheter was plugged into the lasso port (20 pole a), the noise and pacing issues were resolved. The duo deca was a sjm livewire (competitors catheter) that was connected through a carto 3 pin box into the 20 pole a. Due to the fact that severe noise occurred during pacing, the event becomes reportable. Awareness date was changed to (B)(6) 2013.

Manufacturer narrative:
(B)(4). It was reported that in the middle of a paroxysmal a-fib procedure, the carto 3 system began re-initializing on its own and there were blue lights next to ECG card 1 and mag loc card. This issue occurred twice. The first time it was fully initialized on its own and case was continued. During the second occurrence the customer was advised to rebooting the system, disconnecting the catheters and bs ECG cable. Bwi representative, rebooted and reconnected the bs ECG cable only to carto 3 system, allowed to initialize and errors 911 and 1201 appeared. The catheters were reconnected and the error 1201 was resolved until cs pacing was attempted. The error returned and all bs and ic signals on both recording system and c3 became extremely noisy. The micropace stimulator was rebooted. The limb lead connections at patient and ECG leads into ECG block were checked and all were secure. The reporter was transferred to bwi field engineer who advised to disconnecting map catheter while pacing but error 1201 and noise continued. The customer disconnected the lasso catheter and error 1201 persisted during cs pacing. By disconnecting soundstar catheter the error 1201 was resolved and all signals improved. Shortly after, the error 1201 reappeared intermittently and the signals remained clear. On-call bwi field engineer continued to troubleshoot with bwi representative in the account to determine the source of noise. Field engineer recommended to the bwi representative to perform a troubleshooting in the carto 3 system. The bwi representative checked all the limb leads and replaced electrodes on the patient, disconnected all sensor based catheters, disconnected ECG out cable but the intermittent error 1201 - ECG connection error persisted. The field engineer suggested replacing the bs - ECG cable. After ECG cable replacement, the system was found functional and ready for use. The DHR associated with carto 3 rmt system # (B)(4) was reviewed and there were not any discrepancies noted. The system met all specifications upon its release.

Event description:
It was reported that in the middle of a paroxysmal a-fib procedure, the carto 3 system began re-initializing on its own and there were blue lights next to ECG card 1 and mag loc card. This issue occurred twice. The first time, it was fully initialized on its own and case was continued. During the second occurrence the customer was advised to rebooting the system, disconnecting the catheters and bs ECG cable. Bwi representative, rebooted and reconnected the bs ECG cable only to carto 3 system, allowed to initialize and errors 911 and 1201 appeared. The catheters were reconnected and the error 1201 was resolved until cs pacing was attempted. The error returned and all bs and ic signals on both recording system and c3 became extremely noisy. The micropace stimulator was rebooted. The limb lead connections at patient and ECG leads into ECG block were checked and all were secure. The reporter was transferred to bwi field engineer who advised to disconnecting map catheter while pacing but error 1201 and noise continued. The customer disconnected the lasso catheter and error 1201 persisted during cs pacing. By disconnecting soundstar catheter the error 1201 was resolved and all signals improved. Shortly after, the error 1201 reappeared intermittently and the signals remained clear. On-call bwi field engineer continued to troubleshoot with bwi representative in the account to determine the source of noise. After follow up with the customer to obtain clarification of the event, on (B)(6) 2013, it was confirmed that it was 60 cycle noise on lasso and bs channel only when pacing was performed, it occurred when lasso was moved from lspv (left superior pulmonary vein) to rspv (right superior pulmonary vein). The physician was able to interpret the both bs and all ic recordings only when not pacing was performed.